Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jan-2025, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(6), ubd: 15-aug-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 530mcg/day) via an implantable pump. The indication for use was cerebral palsy. It was reported that the patient came to the hospital with symptoms of withdrawal. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A catheter access port (cap) study was performed twice at the bedside by a nurse practitioner, and both were negative for flow. Once in the operating room, the cap was accessed and 3ml was aspirated. A dye study was then performed to confirm the patency of the catheter. There were no actions or interventions taken to resolve the issue. The issue was resolved at the time of the report. It was noted that the healthcare provider had no further information. The patient's weight was asked but would not be made available. The patient status was alive with no injury.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2023 product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6)2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on 2023-jul-14. The physician had told the company representative in the operating room that the plan was to implant an entire new system. It was noted that the physician gave no further explanation. The catheter was tied off and replaced by a new catheter in addition to also having replaced the pump on 2023-jul-14. The existing catheter remained implanted and out of service. The issue was resolved. The patient was without injury regarding their status as of (B)(6)2023. The patient was receiving gablofen with concentration 2 ,000 mcg/ml via the pump at a dose rate of 630 mcg/day. The healthcare provider refused to the pump to the manufacturer.